Event description:
The customer reported that his olympus evis lucera elite bronchovideoscope was not producing an image. According to the initial reporter, the subject device was still able to be used to complete the intended procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was present during testing. However, there was a leakage noted in the bending cover. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to damage of charged coupled device (ccd) cable. Olympus will continue to monitor field performance for this device.